Event description:
A device registration form was received with an implant date of (B)(6) 2014 and explanted date (B)(6) 2014. No information regarding why the device was explanted was provided.

Manufacturer narrative:
Device evaluation summary: a 37.8 cm portion of the connector end was returned for analysis. Hi-pot testing was unable to be performed since the helix was not returned. The connector pin length and large boot met specification. There were marks on the connector pin, cuts in the small seal ring and foreign material on the outer tubing 27.7 cm from the connector pin. Review and confirmation of manufacturing records were performed. All records indicate the device met specification prior to leaving greatbatch medical. A root cause is not able to be determined at this time since an incomplete device was returned and no event description was provided. It cannot be determined whether the event was related to device performance or patient condition. No corrective action will be taken at this time. There is no evidence to suggest the device did not meet specification prior to leaving greatbatch medical.